Event description:
Medtronic received information that the patient with this bioprosthetic mitral valve developed a large thrombus in the left atrium. It was reported that the patient was not in atrial fibrillation, the patient was a non-smoker, there was no history of diabetes, and no known conditions of coagulopathy. Intraoperative evaluation identified that this valve was thrombosed. The device was explanted and replaced without reported complication.

Manufacturer narrative:
Analysis: thrombotic appearing host material fills and stiffens the non-coronary and left cusps on the outflow. The right cusp is flexible. The non-coronary and left cusps are stiff, due to the host material that fills the belly of the outflow. Large cuts in the non-coronary cusp inflow layers of tunica and resulting intracuspal hematoma appear to have occurred during retrieval and/or removal of pannus. Glistening off white pannus extends from the left-right commissural attachment along the margin of attachment of the outflow adjacent to the right cusp to the right non-coronary stent post. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: reduced performance/lack of effectiveness likely related to the patient's condition. The gross analysis shows that the central regurgitation was due to thrombus. The device was explanted and replaced without reported patient complication.